Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd ultrasafe plus¿ 2.25 ml passive needle guard syringe's safety guard was not activating. The following information was provided by the initial reporter: the needle was down in the syringe and she was unable to pull it out for injection." Based on complaint description it was concluded that reported defect is related to pre-activation of passive safety device.

Manufacturer narrative:
H6. Investigation summary: unconfirmed: no sample/evidence provided.

Event description:
It was reported the bd ultrasafe plus¿ 2.25 ml passive needle guard syringe's safety guard was not activating. The following information was provided by the initial reporter: the needle was down in the syringe and she was unable to pull it out for injection." Based on complaint description it was concluded that reported defect is related to pre-activation of passive safety device.